Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6, -08.50 diopter, implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2023 from patient's left eye (os) due to low vault.this resolved the problem. Cause of the event is reported as unknown.